Manufacturer narrative:
(B)(4).

Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the pump is dispensing half of the insulin in the cartridge during the load cartridge step. The reporter indicated that this has occurred multiple times. This report is being made based on the alleged load step malfunction.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): review of the black box and pump history revealed 'no cartridge detected' and 'pump not primed' warnings with zero force. During the load cartridge step, the pump failed to detect the cartridge. A force sensor calibration test revealed the force sensor was out of calibration and the force sensor resistance measurement was out of specification. The pump was opened for investigation and revealed one of the pins on the force sensor flex was damaged.